Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant, the lead dislodged. During the lead revision procedure, the lead exhibited a capture anomaly. The lead was explanted and replaced. No patient symptoms were reported.